Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site registered nurse (rn) that while in a l1-l5 spine fusion procedure, the navigation system stopped tracking instruments. The rn noted that the navigation system tracking view displayed the blue spheres of the instrument and confirmed the correct instrument was listed in the software, however, when the instrument was moved the spheres in the tracking view remained steady and did not move with the instruments. In trouble-shooting, multiple instruments were tested and all instruments had the same behavior. Able to move back and forth in the software task menu and able to select features in the software without issue; only the tracking was unresponsive. The rn re-booted the navigation system, issue remained. After a second re-boot, the spine software resumed tracking the instruments properly, normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. While there, the medtronic representative was able to replicate the issue and then found that under the surgeon profile, footswitch was set to only navigate when pressed. The medtronic representative switched it to pause navigation when pressed and the system functioned normally.